Event description:
It was reported that the patient presented for system extraction due to pocket infection and pocket erosion. It was noted that the patient had a chronic, non-healing ulceration associated with an infection in the left shoulder. The ulceration initially healed with prescribed antibiotics but later recurred. Discontinuation of antibiotics resulted in lead erosions, and the leads were observed to extend into the area of ulceration, suggestive of chronic infection. The entire system, including the implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead, right atrial (ra) lead, and the left ventricular (lv) lead, was explanted from the left subclavicular area and reimplanted with a new device in the right subclavicular area. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.